Event description:
It was reported that the device was implanted in 1998. In 2006, the patient presented with polyethylene liner wear. A revision surgery occurred in 2008.

Manufacturer narrative:
This report will be amended when our investigation is complete.